Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery was found to be fully charged. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the headerbores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - at implant the capture threshold was 0.5v / 0.4ms. Four days later the threshold had increased to 1.5v. Loss of capture was noted and thresholds had risen to 3.6v. No movement was noted on the x-ray so the physician decided to check the lead with a psa. This pacemaker was removed and tested again. Capture threshold was 1.5v. At that point the physician felt there was an issue with this device and asked for a new pacemaker. Once that new pacemaker was implanted, everything was working properly. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. The device was returned for analysis.